Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist performed troubleshooting with the customer, and the customer replaced the integrated multisensor technology (imt) sensor and an imt cleaning and conditioning was performed. The customer ran patient samples and all resulted as expected. During troubleshooting, it was also discovered that the customer was not centrifuging patient sample tubes according to the tube vendor specifications. The cause of the discordant, falsely elevated sodium result is unknown. The cause of the sample tubes being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The patient sample was rerun on an alternate instrument and resulted lower. It is unknown if the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.